Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there were display problems-- vts and leaks were not displayed on the device, and when they were displayed, the data was inconsistent. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there were display problems-- vts and leaks were not displayed on the device, and when they were displayed, the data was inconsistent. The investigation is ongoing.

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that inconsistent data was displayed for the tidal volume, and a 1203 "low leak-co2 rebreathing risk" alarm error message occurred. A service engineer (se) was dispatched onsite to evaluate and repair the device. Upon arrival, the se found that the flow sensor assembly needed to be replaced and placed an order for the replacement flow sensor assembly. The se is still waiting for the new part to arrive. The investigation is ongoing.

Manufacturer narrative:
The service engineer replaced the flow sensor assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H11: the customer called technical support to report that inconsistent data was displayed for the tidal volume, and 1202 "proximal pressure line disconnect" and 1203 "low leak-co2 rebreathing risk" alarm error messages occurred.

Manufacturer narrative:
The product investigation lab (pil) technician verified the correct operation of the suspect da pcba with installation into a known good flow sensor assembly connected to the test ventilator. No errors or alarms were generated during the test ventilator operation. In addition, the technician verified the correct reference voltages on the da pcba and determined that the suspect da pcba operated on the standard test bed (stb) without any issues. No fault was found.

Manufacturer narrative:
The flow sensor assembly has been ordered for repair. The repair is still pending. The investigation is ongoing.